Event description:
It was reported that during positioning of the lead, the ring radiopaque of the cps aim sl subselector came off. The ring remained in the coronary sinus vessel and could not be removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.